Event description:
In 2001 catheter surgery, good flow in catheter and good position, air was found in the dialysis system. The catheter was removed and a perforation was found on the catheter under the skin.